Event description:
Because of poly insert worn out, osteolysis found around the implants and implants were loose also.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Patient¿s left knee was revised to address osteolysis about 15 years after primary implantation. Poly wear and loosening were also reported. The x-ray images show little to no visible gap between the femoral component and the tibial tray indicating substantial poly wear. The photo of the pfc insert confirms that it experienced severe wear which is likely not abnormal considering its 15 years in vivo. Large radiolucent areas are visible anterior and medial to the tibial tray stem as well as superior to the femoral component. The patient x-rays and photos of the explanted insert confirm the presence of osteolysis reported in the complaint. The anterior femoral flange has a radiolucent gap at the bone/implant interface, and there appears to be a thin radiolucent border around the tibial tray in the a-p view. Given these findings and the overall poor bone quality surrounding the implanted devices, this is consistent with the reported loosening. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received,